Manufacturer narrative:
(B)(4) = solenoid requested for analysis.

Event description:
The international distributor reported the ventilator failed pre-operational testing with the exhalation tidal volume showing less as compared to inhalation. The ventilator was not in use on a patient, therefore, there was no patient harm or involvement. The distributor replaced the 3 station solenoid to address the reported problem. A 3 station solenoid fault may result in a sustained open if a solenoid is not closing and pre-operational self testing will not pass as noted. During normal ventilation use, a sustained open may result in the ventilator not providing breath support to the patient.